Manufacturer narrative:
(B)(4).

Event description:
Procedure: vats, according to the reporter: the load did not close the lung. It was necessary to convert the videolaparoscopic procedure to an open one. No injury reported. No permanent damage. There was no bleeding over than 500 cc. It was not necessary blood transfusion. The surgical time was extended. The event prolonged the hospital stay.

Manufacturer narrative:
Evaluation summary : post market vigilance (pmv) led an evaluation of one device.no visual or functional abnormalities were noted during evaluation. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.